Event description:
The pt reported that, while changing the insulin cartridge of her infusion device, the rubber stopper on the insulin cartridge remained attached to the piston rod of her insulin infusion device. This caused the 264 units of insulin in the cartridge to spill into the cartridge chamber. The proper procedure to remove an insulin cartridge was reviewed with the pt. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.